Event description:
The micro oscillating saw was sent in for evaluation because it was leaking a liquid during a procedure. A replacement device was available and it was used to completed the procedure. No medical treatment was reported; no adverse event was associated with the device. During service, black debris was also noted coming out of the device.

Manufacturer narrative:
Failure analysis is on going; additional information will be submitted once the results and conclusion analysis is complete.